Event description:
It was further reported that the device was a demo unit that was in need of repair as the valve assembly, main cuff, and the deflate valve for the secondary cuff were leaking air. The main tubing was falling apart and the tubing was leaking air as well due to being stretched out. The barb fitting for the main cuff was also adjusted due to an air leak. There was also spontaneous deflation. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the device was a demo unit. It was returned to the repair department to be turned into a loaner device, however, errors occurred when staff were testing the device and realized it was in need of repair. There was no harm to the operator. The device did not leave the zimmer biomet facility. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Review of the most recent repair record determined the check valve assembly was leaking, the deflate valve (proportional valve) for the secondary cuff was leaking, the main tubing that attaches to the coupling was coming apart, the main, secondary, and reservoir transducers were leaking at the tubing due to being stretched out, and the barb fitting for the main cuff was leaking. The check valve assembly and deflate valve were replaced. The tubing that connects to the main, secondary, and reservoir transducers was trimmed. Finally, the barb fitting for the main cuff was adjusted and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.